Event description:
The pt received the primary knee in 2000 after two (2) months with no joint. Infection was suspected; but not confirmed. Acl repair was done in 1994. Pt has bone loss and will be revised soon. The current doctor mentioned poly wear; loosening and extreme bone loss after two (2) years. The pt is diabetic.